Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system could not emit x-rays. The product malfunction could not be confirmed from the information provided and the case was closed without any troubleshooting, root cause analysis, or resolution, as the customer refused our service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.